Event description:
It was reported the pt's drug delivery pump had a confirmed motor stall. The pt had an MRI a few days prior. The device was giving a motor stall error message. It was unk if the pt was experiencing any symptoms. Troubleshooting was being considered. Add'l info has been requested but was not available on the date of this report.